Manufacturer narrative:
Final analysis found it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the leads was out of specification for the product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for device upgrade. During procedure, the right ventricular and right atrial leads exhibited difficulty being removed from the device header. The physician applied mineral oil and the leads were extracted from the header successfully. The pulse generator was explanted and the right ventricular lead was capped. The patient was in stable condition and would continue to be monitored.